Event description:
The customer initially reported that on first use of the device, the jaw fell off. Eval of the device when returned found a bare grey wire.

Manufacturer narrative:
(B)(4). A visual examination of the instrument revealed the grey jaw wires were bare. The insulation of the wire had peeled back. The wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. The jaws were intact. The IFU states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to pt.